Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead wire came out. The lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.